Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the gfd remains implanted. The device history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device (gfd) procedure, the patient developed malignant glaucoma. Once the symptoms were confirmed, a pars plana vitrectomy was performed. The anterior chamber is stable and the intraocular pressure (iop) is currently controlled as a result of the procedure. Additional information has been requested.